Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿imperfection in balloon due to process ¿. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Correction- d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the diffusion from silicone foley catheter balloon. The customer had on all three sizes 12 (lot# mygy2871)/ 14 (lot# mygy0098)/16 (lot# mygv0659) experienced that the catheter balloon which was filled with the provided syringe. That after 3 weeks the customer had a volume of 4 ml each in the balloon, this creates discomfort for the user. No medical intervention was reported.

Event description:
It was reported that the diffusion from silicone foley catheter balloon. The customer had on all three sizes 12 (lot# mygy2871)/ 14 (lot# mygy0098)/16 (lot# mygv0659) experienced that the catheter balloon which was filled with the provided syringe. That after 3 weeks the customer had a volume of 4 ml each in the balloon, this creates discomfort for the user. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the diffusion from silicone foley catheter balloon. The customer had on all three sizes 12 (lot# mygy2871)/ 14 (lot# mygy0098)/16 (lot# mygv0659) experienced that the catheter balloon which was filled with the provided syringe. That after 3 weeks the customer had a volume of 4 ml each in the balloon, this creates discomfort for the user. No medical intervention was reported. Per sample evaluation received on (B)(6) 2024, it was found that the sample cuff was mushroomed during evaluation.

Manufacturer narrative:
The reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. It was received one 2 way all silicone foley catheter and syringe with sterile water in its unopened original package. The catheter was balloon was inflated with the returned water syringe and concentricity was found within specification. Catheter rested with no leaks. The returned syringe was connected, and it was able to return the 10 ml of sterile water. Cuffing was evidenced. A DHR is not required since the reported failure was unconfirmed. The reported event is unconfirmed a labeling review is not required. Correction: d,e. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.